Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint was reopened to allow the additional pe code, which is implant ¿ implant fit: unable to assemble. Previous investigations have been conducted in (B)(4) which can be referenced for further details. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: revision right total hip replacement (B)(6) 2017 by (B)(6) at lyell (B)(6) hospital. Primary surgery was (B)(6) 2017 using direct anterior approach. Rep attended as case support. (B)(6) 2017 surgical plan was removal of a broken ceramic liner and head exchange. The surgeon mentioned that it is a possibility that during primary surgery the seating and liner alignment within the cup may not have been flush upon impaction. Ceramic particles could be seen on the 4-week post x-ray. Today a direct anterior approach was used for the revision. The ceramic head was successfully removed and intact. The rim of the ceramic liner was broken at one section of the liner, these fragments removed. The liner tapper was engaged with the pinnacle cup and the liner was difficult to remove. It was removed in pieces. An intra operative x-ray was taken and a thorough wound washout. A marathon pinnacle liner +4 10 degrees was trailed then inserted, the ref 121936154, lot c79654. Upon checking/testing this liners engagement with pinnacle cup this liner was loosened. This liner was therefore discarded and not implanted. The surgeon checked the fixation of the pinnacle cup and decided not to remove the cup as it was well fixated in the acetabular. A marathon lipped liner was then trailed and implanted ref 121932254. Surgeon checked engagement of the liner with the cup and was happy it was well fixed/soundly united.